Event description:
It was reported when the device was used during a low anterior resection the staple line came apart when the circular device used to create the anastomosis. The staples were not formed. The case was completed using sutures. There was no patient consequence.